Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the clinic on (B)(6) 2021 for a routine device check. Upon interrogation, it was noted that there was noise on the patient's right atrial lead which led to inappropriate automatic mode switching. The noise could not be reproduced, and no intervention was reported. There were no patient consequences.